Event description:
It was reported that a hair was observed on the device before use. No patient complications.

Manufacturer narrative:
Device returned and evaluated. The tray had been opened when returned. The blue wrap was opened and what appeared to be a brown hair was observed; approximately 6 inches long stuck to the guide wire delivery system.